Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device¿s cuff was leaking. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure cut in cuff was confirmed in the received sample. The device history record (DHR) was reviewed and no discrepancies were found. Manufacturing process was reviewed and currently, there is no potential risk and the below condition was found: an inflation/deflation test was performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.